Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/25/2013 with the following findings: during investigation, one power on reset was observed in the black box history on (B)(6) 2013. No damage was noted to the battery compartment or the returned battery cap. The returned battery cap met all specifications and was found to tightly secure to the pump. The pump was tested for 24 hours with no power loss issues with the returned battery cap. No evidence of internal moisture or intermittent connections or damage was observed in the pump. The reported power complaint was verified in the history but could not duplicated during the investigation. Unrelated to the complaint, evaluation revealed discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.